Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft deformation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the right tibial artery. The 2.50x38mm esprit btk system was loaded onto the command es guide wire; however once entering the 6fr sheath, the esprit could not advance any further over the guide wire. Multiple unsuccessful attempts were made and the shaft of the esprit kinked at the guide wire exit notch and became stuck on the guide wire. The esprit system was removed from the anatomy with the guide wire, however during attempts to remove system the proximal shaft broke into two pieces. The procedure was completed with another esprit and the same command wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.